Event description:
It was reported that a patient underwent a total laparoscopic distal gastrectomy on an unknown date and an absorbable hemostat was used on some stapling lines and anastomosis sites. The patient experienced adhesions after surgery. After two weeks, the patient underwent a reoperation due to adhesions. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that 9 days following initial procedure the patient experienced vomiting and abdominal pain. Abdominal CT and ugi series were performed and showed passage disturbance and stricture on anastomosis site. Sixteen (16) days following the initial procedure, patient underwent laparoscopic jejunojejunostomy for intestinal obstruction and adhesion. The patient was discharged from the hospital 29 days following the initial procedure. The patient currently has no passage disturbance or abdominal pain. The physician opined they did not feel that adhesion was related to the product.